Event description:
Air bubbles were reported in the tandem mobi cartridge system by the caller. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The issue was resolved when the bubble came out during fill tubing, and the caller resumed insulin usage.